Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm std v40 taper vit head;6260-5-128;79810801 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(6) 2020, dr (B)(6) I+d of right hip, pre op dx infected right total hip. Original implant date: (B)(6) 2020, dr . Removed 44' bipolar head and 28+ metal head. No information as per hospital, explants not available for return, same size components re-implanted.